Event description:
It was reported that the broncho videoscope displayed no image. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction is being made to previously submitted e1 ¿ email/email null, e3 ¿ occupation, and g2 - report source (¿user facility¿ instead of ¿health professional¿ as initially reported). This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.